Manufacturer narrative:
(E1) initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned for analysis. The device was microscopically and visually examined. There was contrast and blood in the inflation lumen and the balloon. There was blood in the guidewire lumen. The balloon was loosely folded and at 6mm from the tip of the device there was a longitudinal tear for a length of 9mm. The device also had tip damage.

Event description:
It was reported that balloon rupture occurred. A total of three 3.00mm x 8mm, 2.50mm x 12mm and 3.00mm x 12mm nc emerge balloon catheters were used for post dilatation. However, during individual inflation, each of the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A total of three 3.00mm x 8mm, 2.50mm x 12mm and 3.00mm x 12mm nc emerge balloon catheters were used for post dilatation. However, during individual inflation, each of the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.